Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery occurred. Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information h2 type of follow up: additional information/ device evaluation h6: additional information.

Event description:
It was reported that a transmitter battery issue occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.